Manufacturer narrative:
After review of information received and the completion of investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported was likely the result of an insufficient bond between the cage glenoid component and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d6. The following sections were corrected: h6. The revision reported was likely the result of an insufficient bond between the cage glenoid component and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 4 year(s) and 17 day(s) post-operative of a right tsa, the patient presented with aseptic glenoid loosening. It was reported as migration of the central peg, now resulting in complete glenoid loosening. The patient is schedule for revision to hemiarthroplasty, however the outcome of this event is still considered continuing and the device(s) remain implanted. The clinical report indicates that this event is definitely related to the device(s) and definitely not related to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 4889445; 300-10-15 - equinoxe replicator plate 1.5mm o/s: 4895026; 300-20-02 - equinox square torque define screw drive kit: 4848147; 310-01-44 - equinoxe, humeral head short, 44mm (alpha): 4902190; a10012 - gps implant kit v2: 05005017040.